Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more than intended. At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No further programming parameters were provided. After an unspecified length of time, it was noted that the device had over delivered by 20cc. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device delivered as programmed. Though requested, no add'l info was provided.